Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It has been reported that the patient had a total knee arthroplasty procedure in (B)(6) 2014. Two years later the femoral loosening occurred, there is no detailed information provided of the exact date.

Manufacturer narrative:
Investigation: based on the current available information it is not possible to carry-out an investigation. Conclusion and root cause: based on the available information it is not possible to determine the cause of the loosening. The most likely root cause of the failure is user error. Rational: we assume that the surgeon did not use the cement as intended. No CAPA is necessary.